Manufacturer narrative:
Correction: d4 previously stated catalog number sb936, revised to sb957. The reporter originally reported the product number to be sb936, on 9/10/19 we were made aware that the product was actually sb957. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported the unimax sb957, specimen bag broke in several parts falling into the abdomen. The pieces were retrieved, the pieces broke off the metal supports that hold the bag, while deploying the bag and using the "spindle maneuver" which deploys the bag from the supports. This occurred during a laparoscopic cholecystectomy on (B)(6) 2019. There was no reported patient or user injury and there was no reported delay. The procedure was completed as planned.

Manufacturer narrative:
This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
Voluntary distributor report: the customer reported the unimax sb936, specimen bag broke in several parts falling into the abdomen. The pieces were retrieved, the pieces broke off the metal supports that hold the bag, while deploying the bag and using the "spindle maneuver" which deploys the bag from the supports. This occurred during a laparoscopic cholecystectomy on (B)(6) 2019. There was no reported patient or user injury and there was no reported delay. The procedure was completed as planned. This report is being raised based on device malfunction with potential for injury upon reoccurrence